Manufacturer narrative:
The vyaire factory service team was able to replicate the reported problem and noted this is a known issue corrected by a change order. The issue was resolved by shipping the customer a replacement product.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that their avea ventilator touch screen went out and will not respond to any input. There is no patient involvement.